Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found the that device met all manufacturing and quality testing/inspection specifications. Evaluation of the returned device found that there was no visible damage to the sensor, catheter material, or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their investigation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device showed abnormal readings. There were no adverse consequences associated with this event.